Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 488 mg/dl, which she treated with a manual insulin injection. The customer was new to using the insulin pump and was experiencing high blood glucose. Her current blood glucose at the time of call exceeded 300 mg/dl. Troubleshooting was initiated to inspect the pump. There was no apparent damage or anomaly with the pump. A high pressure test could not be performed since the customer was at work. The alarm history was reviewed and two no delivery alarms were found from within the past two days. The customer was advised to call back to perform the high pressure test. No products were shipped or returned.